Manufacturer narrative:
Neither device or any imaging were available for evaluation. It was reported that the implant site was scarred with bone formation. The corpectomy was performed to remove both of the devices followed by supplemental fixation. It should be noted that secure c is approved as a single-level device. Based on the information available, there is no evidence of implant malfunction.

Event description:
It was reported that a revision surgery was completed to remove a secure c implant 9 months post operatively due to patient pain.